Event description:
It was reported that the patient presented for an implant procedure. During the procedure, blood accumulation on a portion of the lead was observed. Blood came out of the lead after the physician pressed it. All electrical measurements were normal. The lead was replaced, and the patient was stable post-procedure.

Manufacturer narrative:
The reported events of blood in the lead and lead insulation anomaly were confirmed. The damage found was sustained during surgical procedure. The lead was otherwise normal.